Manufacturer narrative:
The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a metasul liner on an unknown side and underwent revision surgery due to dislodged metasul liner with worn poly.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item numbers is/are available. Event description: patient was implanted with a metasul liner on an unknown date in 1997, and underwent revision surgery on (B)(6) 2018, due to dislodged metasul liner with worn poly. Review of received data: reviewed x-rays: ap pelvis and single view of the right hip dated (B)(6) 2018, and ap pelvis dated (B)(6) 2018, ( see the detailed x-ray review report in (B)(4). Ap pelvis and single view of the right hip dated (B)(6) 2018, demonstrates bilateral total hip arthroplasties with cement fixation of the right acetabular cup. Dislocated polyethylene liner of the right acetabular cup. Femoral component is intact. 2 curvilinear metallic foci are noted along the lateral cortex of the proximal femoral diaphysis. Lucency is noted within the greater trochanter of the right hip which could relate to osteolysis. On the oblique film of the right hip dated (B)(6) 2018, , there is cortical irregularity along the lateral cortex of the proximal femoral diaphysis which could relate to an age-indeterminate fracture. Osteopenia is present. Ap pelvis dated (B)(6) 2018, demonstrates a revised right total hip arthroplasty with no evidence for polyethylene liner dislocation. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis: root cause determination using sap rmw: migration, detachment of ceramic or metal part in polyethylene (sandwich construction) due to creeping of polyethylene, loss of function possible, products were not received, therefore cannot be excluded. Adverse body reaction due to metal particles release (fretting between shell and stem) leading to soft tissue reaction and damage due to impingement with stem, leading to detachment of sandwich construction, wear on stem neck possible, products were not received, therefore cannot be excluded. Corrosion damage leads to impairment of implant parts or fracture due to general corrosion (crevice, fretting, pitting, galvanic) of implant device possible, products were not received, therefore cannot be excluded. Conclusion: patient underwent revision surgery after approx. 21 years in-vivo time where all the components except the stem were revised due to dislodged metasul liner and worn pe. Based on the x-ray, it is assumed that the product invovled in the complaint is a metasul alpha liner, which is a sandwich construct of metal and pe components.the x-ray confirms that the metal part of the liner is not inside acetabular socket anymore. However, it cannot be decided whether the pe part of the liner is still attached to the metal base or not. Therefore, the sandwich construction is either completely dislocated or disassociated. Possible causes leading to such failure include creeping of polyethylene, impingement with stem, leading to detachment of sandwich construction, and general corrosion (crevice, fretting, pitting, galvanic) of implant device. However, since the product was not received for the investigation it is not possible to comment further on those causes. The combined components are unknown, therefore a possible off-label use is also a candidate for the reported event. Based on the given information the complaint could be confirmed and exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report.